Event description:
It was reported that the patient presented to an unrelated procedure. Prior to the procedure it was noted that the right-ventricular (rv) lead exhibited high capture threshold. As a resolution the rv lead was capped and replaced on (B)(6) 2025. The patient condition was stable.